Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) cannot change from black-white to black-black. There was no reported patient injury. The device was used in a trans arterial chemo embolization (tace). The device will be returned for evaluation.

Manufacturer narrative:
As reported, a 5f exoseal vascular closure device (vcd) cannot change from black-white to black-black. There was no reported patient injury. The device was used in a trans arterial chemo embolization (tace). Additional information was requested but not provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿indicator window no change to indicator" could not be evaluated. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) cannot change from black-white to black-black. There was no reported patient injury. The device was used in a trans arterial chemo embolization (tace). Additional information was requested but not provided. The device was not returned for evaluation, as initially was reported.